Event description:
The customer reported that pump serial number (B)(4) has system error 105 alarms. There was no pt injury reported. No further info was available.

Manufacturer narrative:
(B)(4). The device was received at baxter for eval. The unit was received inoperable per reported symptom of "system error 105" alarms caused by failed I/o pcb (partially dislodged q20). The I/o board was replaced.